Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
E1 additional information provided for reporting facility.

Manufacturer narrative:
Event methods, evaluation, and conclusion codes: updated. Two photos and one sample device were received for investigation. The submitted photos depict the complaint sample. The reported complaint was confirmed during visual inspection when discoloration was observed in the body of the sample. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. Per the complaint report, the condition was found after use the product in the patient or reprocessing, initially the discoloration was not present during the pre-use check. Based on the available information, the investigation attributed the root cause of the observed condition to user interface. No corrective actions have been assigned at this time.

Event description:
It was reported that when changing the cannula it was discovered that the color had changed. No more information available according to customer. There has been no report of patient injury or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.